Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an 5.4cm abdominal aortic aneurysm. Vessel morphology at time of implant was not reported. The patient has disease progression with aortic neck dilatation resulting in migration of the stent graft and type I endoleak. It was reported that the patient presented emergently to the hospital with flank and back pain. Aneurysm diameter is currently at slightly less than 7cm. Patient had remarked that pain had been consistent for approximately 5 days w/ worsening severity over the past 36 hours. The CT scan revealed a large amount of blood in the retroperitoneum consistent with a ruptured addominal aortic aneurysm. The graft position relative to the last CT taken two years prior showed distal migration of approximately 1.5cm with the main body of the device resting inside the lumen of the aneurysm. The patient was in stable condition, so the physician elected to place the patient under regional sedation to accomodate his copd and renal insufficiency. A unilateral cut down was performed on the patient's left femoral artery. Percutaneous contralateral access was achieved with a 7f sheath. Following aortography, an aortic extension graft was placed within the original bifurcated graft overlapping between the cuff and bifurcated device which was approximately 2cm. A second aortic extension cuff was placed as well and was within 3mm of the left renal ostium. Final angiography reveals a complete seal of the proximal type I endoleak. The patient is currently under observation, is extubated, and has resumed his normal diet. No additional clinical sequelae were reported and the patient is fine.